Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced low blood glucose (bg) lower than 70mg/dl but higher than 40mg/dl and elevated bg over 250mg/dl but less than 500mg/dl with no signs or symptoms of hypoglycemia or hyperglycemia. Customer technical support reviewed the pump with the reporter and found that all settings and histories were correct. Troubleshooting indicated multiple diabetes management factors as causes/contributors to the alleged bg excursions, including a separate recent sever hypoglycemic incident, miscounting carbohydrates, and incorrect manual calculation of insulin dosage. The reporter was advised that the patient should be referred to their healthcare provider for discussion of diabetes management factors. However, the reporter noted that the patient had lost confidence in the pump and requested the pump be replaced. The alleged bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump histories indicated that the last basal and last bolus deliveries occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally with functional auditory and vibratory features. The pump successfully completed rewind, load, and prime steps with no issues. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. An ezbg and an ezcarb bolus were manually calculated and the pump correctly calculated the same number of units. A (B)(4) unit normal bolus and a (B)(4) unit audio bolus were performed and were accurately recorded in the pump history. The pump¿s bolus calculation feature was found to be functioning properly. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.